Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Airway pressure gauge calibrated to resolve the issue.

Event description:
The hospital reported a malfunction preventing pressure mode of mechanical ventilation. There was no report of patient injury.